Manufacturer narrative:
The insulin pump passed the displacement, prime and no delivery test. No excessive no delivery alarm noted. The insulin pump passed 21 error test and no a21 alarm or loss of memory anomaly noted. No damage found on the interface board. However, the insulin pump was received with cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an unexpected restart, and the customer's data was erased from the pump. No further details were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.